Event description:
A customer reported that a pump declared alarm 20 while it was pumping, and they declined to answer whether it affected their blood glucose levels. Although the caller tried to load a new cartridge following the correct technique, the cartridge alarm recurred, preventing them from resuming insulin therapy. Technical support assisted by deciding to replace the pump, which was under warranty, and provided instructions to the customer on how to put the pump into storage mode before returning it. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The problematic pump was to be returned via a pre-paid label, with the customer acknowledging the instructions and confirming the shipping address.